Manufacturer narrative:
Device evaluation: one used suspect device (48" high pressure tubing assembly) was returned for evaluation. Upon visual inspection, the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. No lot or catalog number was given by the customer. A review of the device history record and complaint database could not be performed. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This device was built prior to implementation of the noted corrective actions.

Event description:
The rotator on the high pressure tubing broke during use. No harm or injury was reported.